Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
Our sales rep, reports for the customer that a miss drilling occurred and the target device could not be connected again. Therefore, the nail had to be removed. The nail will be returned.